Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump¿s black box showed a eaw-173 for no delivery. There was no data recorded from the cartridge and showed that a prime was attempted without a rewind. During testing, the pump successfully performed the rewind, load and prime sequence and completed the 24 hour duration test with no alarms occurring. The force sensor calibration and the force sensor resistance were found to be out specification. The pump cover was removed and a cracked trace near the force sensor pins was observed. There was no evidence of contamination found in the force sensor housing. Unrelated to the complaint, investigation revealed that the display screen was discolored.